Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose of 423 mg/dl which she treated with manual injection. The customer also reported receiving multiple no delivery alarms during basal and alarm persisted after changing the infusion set and battery. She confirmed that the reservoir was not empty and the tubing did not have air. The customer remained connected and stated a no delivery alarm occurred while trying to deliver a bolus. She removed the infusion set and stated the cannula was not bent. She was advised there was a possible site issue. She changed the infusion set and insulin did exit the tubing during fixed prime. She mentioned the insulin pump was replaced on (B)(6) 2013 per her request. She refused to accept it may be a site issue. She also mentioned having a low blood glucose event where the sensor failed to alert her and her neighbor found her. She declined troubleshooting. The infusion set was replaced and agreed to return product for analysis.